Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. It is noted that the device had migrated twice which caused the pain and reduced hearing. The external visual inspection revealed sliced silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.9 & h.6. The recipient also presented with device extrusion. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient reportedly experienced pain and headaches. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient reportedly had an x-ray prior to revision surgery, confirming electrode migration. The recipient was also prescribed pain medication (type unknown). The recipient was successfully activated and it making good progress with the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.